Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, backup vvi mode and premature battery depletion was observed on the device. Patient is not pacemaker dependent and the patient received radiation therapy for treatment of lung cancer. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and it was noted a software anomaly caused the bvvi. It was noted that the patient underwent radiation therapy prior to the bvvi and radiation exposure may have contributed to the software anomaly.